Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 1000416406, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced scrotal infection symptoms on the last week of august with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced with a tactra penile prosthesis after washing out the spaces. The type of infection was not specified and the physician believed the device contributed to the infection. There were no device performance issues with the explanted device. The patient fully recovered following the procedure.